Event description:
It was reported that during the atrial flutter ablation portion of the case, there was a st segment depression noted on the electrocardiogram (EKG). The physician added that a possible coronary spasm occurred. The physician was using a farawave catheter over the cavo-tricuspid isthmus (cti) line and after a couple of applications, they noticed the st segment depression. The physician observed the EKG change, and the patient began to recover to baseline EKG. The physician ended the procedure. There were no other bwi products in the body. The patient was reported to be in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).